Event description:
The clinician reports the implant was inserted (B)(6) 2011 in fdi 12. On (B)(6) 2019, loss of osseointegration was verified. The device was forwarded to the manufacturer. There were no patient operative or post-operative complications reported.